Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses. The angio-seal device instructions for use (IFU) caution that a pseudoaneurysm is a possible risk associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be elevated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed. The angio-seal device instructions for use displays a symbol to illustrate a use before date. The angio-seal packaging label is printed with this symbol and the date designated as the use before date. The device used in this event exceeded the use before date.

Event description:
It was reported an angio-seal was implanted (B)(6) 2010. The physician technique was according to the IFU and shortly after the deployment, the patient was fine. The patient was being kept in the hospital for observation related to her initial neurological procedure. After forty-eight hours, the neurosurgeon had noticed a hematoma had formed at the puncture site and it was noted to be large. The hematoma had developed into a pseudoaneurysm and was treated with thrombin injection. The patient has a medical history of heavy smoking and hypertension.